Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the max zero connector was found leaking after the cap was flushed with normal saline. There was no patient harm.

Event description:
The customer reported that the max zero connector was found leaking after the cap was flushed with normal saline. There was no patient harm.

Manufacturer narrative:
The customer¿s report a leak at the maxzero was confirmed. Visual inspection showed no anomalies. During functional testing the set leaked at the engagement between the maxzero and syringe. The root cause of the customer¿s report was identified as due to a loose connection between the maxzero and syringe.

Event description:
The customer reported that during placement of a PICC line, two maxzero connectors leaked when flushed with normal saline. There was no report of patient harm.

Event description:
The customer reported that during placement of a PICC line, two maxzero connectors leaked when flushed with normal saline. There was no report of patient harm.